Manufacturer narrative:
Details of complaint: on (B)(6)2020, the customer at (B)(6) reported the following issue with pu-681ra; (B)(6), from patient monitoring: cns is stuck in a loop where the application does not fully boot up. Customer stated that he changed the ip address because it was configured wrong and he changed it through windows. Customer was under the assumption that nk had configured the wrong ip info into the cns. Application keeps looping. Investigation summary: the root cause of the issue was determined to be lack of user knowledge, by changing the ip address on the cns unmonitored by ts.the overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused by user error and not nk device malfunction.

Event description:
The customer reported that their central nurse's station (cns) is stuck in a boot loop.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is stuck in a boot loop. The customer also reported that they decided to change the ip address through windows. They did this without speaking to nk ts first. Nk ts logged in, changed the ip address to the correct scheme inside the actual software, and finally rebooted the cns, which resolved the issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is stuck in a boot loop.